Manufacturer narrative:
Initial reporter phone number: (B)(6). Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. Review of the attached photograph(s) confirmed (B)(4) (collapsed tubes) was appropriate.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had molding defects. No serious injury or medical intervention reported.